Manufacturer narrative:
Reporting institution phone number -(B)(6). Reporter phone number - (B)(6).

Event description:
The international philips field service engineer (fse) reported a ventilator experienced a high blower temperature. The customer reported that the device was in clinical use at the time the issue was discovered. Further information regarding patient involvement, medical intervention, and patient outcome was requested from the fse. The fse was not able to provide this information. The device was evaluated by a philips international field service engineer (fse) who confirmed the reported issue. The fse replaced the cooling fan and blower assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The visual inspection of the customer returned blower assembly revealed no anomalies. A failure investigation (fi) technician installed the blower assembly into a fi ventilator to duplicate the reported issue of high blower temperature. The fi technician identified the high blower temperature was verified and caused by a blower motor failure.